Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to confirm the customer reported issue. The fse replaced the remote arm controller (rac) and master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. The rac or mtm units have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to a repeated error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, error 281 occurred. Prior to calling tech support, the site restarted the system with no improvement. The technical support engineer (tse) checked the logs and found errors 25592 and 23 pointing a faulty right master tool manipulator (mtm). The tse requested they restart the system and remove the blue fiber cable from surgeon side console (ssc) 1. After this, the system started without problem. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without errors. There were no issues noted during setup. It is unknown how long the procedure was in progress when the issue occurred. The training console was unplugged and the site was able to continue without any problems. They could not provide patient information, relevant tests, and relevant patient history.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, and h2, product evaluation information can be found in the following fields: h6 and h10. D14 - intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce nor confirm the reported failure. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. Additionally, isi received the remote arm controller (rac) involved with this complaint and completed the device evaluation. Failure analysis, also, could not replicate or confirm the reported complaint. The rac was installed into a system and the surgeon side console (ssc) started up with no error. The unit passed communication, working fan, voltage/current in range. The system was idle in normal mode for ten minutes and after two hour power cycled with no issue.

Event description:
Refer to h10/h11 for follow-up information.